Event description:
Consumer called to report her meter is not accurate. Analysis run on consensus error grid using mean reading (172) as ref point vs. Bd readings (300, 43) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.